Manufacturer narrative:
(B)(4) . The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as attendant doing capd without proper training&#55336;no further detail was provided). The patient was not hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with injection (inj) orzid (1 gram, frequency and route not reported) and inj amikacin [500 (units not reported), frequency and route not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported on an unknown date, the patient completed the course of antibiotic therapy. At the time of this report, the patient¿s effluent was clear and the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.